Manufacturer narrative:
Retainer = black. The pump was returned for cosmetic damage located on the battery compartment and moisture damage found on (B)(6) 2021. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thus. A review of the history files reveal there was one (1) pump error 53 (line 5632 file 2005) alarm that occurred on (B)(6) 2021 at 19:39 due to a software error. The pump was cut open to perform a visual inspection and moisture damage is found on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. Critical pump error (open book image) alarm is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The force sensor zero offset is within specification (24.8 mv) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, end cap address label faded, cracked battery compartment, and cracked battery tube threads. Critical pump error (open book image) alarm, moisture damage, cosmetic damage on the battery compartment, and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump got filled with water and it did not longer working. Customer stated that fluid under liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.